Event description:
It was reported that upon opening the fiber packet, the cable appeared loose. The fiber was used on the patient but the tip was wobbly. There were no complications to the patient and the procedure was completed using the same fiber.

Event description:
It was reported that upon opening the fiber packet, the cable appeared loose. The fiber was used on the patient but the tip was wobbly. There were no complications to the patient and the procedure was completed using the same fiber.

Manufacturer narrative:
Analysis of the returned fiber did not confirm the reported fiber cap/tip loose. However, analysis did identify devitrification and debris adhesion during technical analysis suggesting fiber usage. In addition, the fiber had a circumferential fracture at the distal side of the fiber/cap fusion zone at the bevel edge; therefore, the event is confirmed. A distal circumferential fracture has the potential for forward firing. It is probable that the identified tissue adhesion on the metal cap surface contributed to elevated temperatures near the laser beam output window leading to the distal circumferential fracture. According to the device instructions for use (IFU), increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Based on analysis results, the interaction between the user and device caused or contributed to the identified circumferential fracture.